Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 600 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer treated high blood glucose with insulin pump and shot. Customer reported that sensor glucose and blood glucose difference is not within acceptable range. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer reported that insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 60 mg/dl. Threshold/low suspend limit in sensor settings: 60 mg/dl. The sensor and insulin pump will not be returned for analysis.